Event description:
Multiple motor stalls and recoveries were reported. According to the telemetry strips, the stalls lasted between 45 minutes to 5-1/2 hours. The patient experienced increased pain during the time of the stalls. The patient denied being around a magnetic field, but the hcp believes that the patient was. The pump was used to deliver morphine and clonidine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.